Event description:
The patient was revised due to osteolysis was discovered around the stem area. Liner stayed in.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding osteolysis involving an exeter device was reported. The event was not confirmed medical records received and evaluation: a review of the x-ray and device photos by a clinical consultant concluded: there is only one x-ray and that shows a well-fixed exeter stem with a postop drain in place which indicates this is a post revision x-ray. The explant pictures show a normal ceramic head and an explanted exeter stem that has a lot of blood clots on its surface thereby obscuring the actual implant surface. Given the pristine appearing implants I do not have the impression that device-related aspects would be involved. As there are however no failure x-rays available it is not possible to establish a root cause of failure due to lack of information. Stem failure with osteolysis is either caused by poly wear but it was stated that the insert was retained and would be an unlikely cause of failure. An other frequent cause would be stem failure due to inadequate cement technique and thus a procedure-related factor which would require proper x-rays for evaluation. As such it is not possible to establish a root cause of failure due to insufficient information. Conclusions: the exact cause of the event could not be determined based on the information provided. As per the clinical review it is not possible to establish a root cause of failure due to insufficient information.

Event description:
The patient was revised due to osteolysis was discovered around the stem area. Liner stayed in.

Manufacturer narrative:
The catalog and lot code information were not provided. The device was reported as an unknown exeter stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.